Event description:
While fulfilling a customer request to analyze data logs of runs previously performed, it was found on the data logs that one run had to be stopped due to clots in the return line. Patient condition is not known at this time. Due to EU personal data protection laws, the patient information is not available from the customer. The disposable kit is not available for return, because it was discarded by the customer.

Manufacturer narrative:
Investigation: the device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the clotting experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: review of the rdf and images associated with this event confirmed significant clumping/platelet aggregation in the connector for the entirety of the procedure. The ¿air was detected in return line¿ alarm occurred twice during this procedure due to clumping in the reservoir. The operator has the option to either perform air removal or end the procedure. For this event, the operator proceeded to perform air removal after the first occurrence of the alarm but ended the procedure after the second. The likelihood for platelet clumping to occur during a run is difficult to predict since it is not dependent on a specific platelet count and varies by patient. If a clump is observed, it can be eliminated by reducing the inlet:ac ratio to 8. Once a clump has been resolved, a ratio that maintains adequate separation should be used. In this particular case, the procedure was started at a ratio of 20. Approximately one hour into the procedure, the operator reduced it to only 18. Consequently, properly addressing the clumping/platelet aggregation by reducing the inlet:ac ratio would likely have improved the outcome of the procedure. The root cause for the clotting for this procedure was due to the operator using a high inlet:ac ratio without addressing signs of significant clumping/platelet aggregation during the procedure.

Event description:
Per the customer, no medical intervention was required for this event. Patient's gender and weight were obtained from the run data files (rdf).